Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal 2000 mcg/ml at 205 mcg/day via an implantable pump. It was reported that a patient went to the hospital because she had spasticity and ¿infradose¿ symptoms. The patient had their pump refilled the week before and the hcp repeated the refill to check if everything was ok. There were no alarms occurring. The hcp decided to check the catheter in the operating room; the catheter was ok. After checking it, he checked the pump and tried to refill it again. The pump seemed to be blocked because he could not refill the pump. The hcp decided to explant the pump and implant a replacement. This was performed on (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive ¿ no injury.

Manufacturer narrative:
Analysis identified no anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received. It was noted that the new device was implanted on (B)(6) 2016. The cause of the pump issue was not determined. When the healthcare provider repeated the refill the first time he could not aspire all of the drug that was supposed to be in the pump. A volume discrepancy was noted, but the ¿exact number¿ was not determined. The therapy was now effective with the new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.